Event description:
It was reported that the tip of the device broke off and fell on the sterile field. All pieces were accounted for. The doctor inspected the wound and irrigated it. It is unk by the account if the case was completed using a back-up handpieces. The tip was easily retrieved by the doctor. There was no delay in the case.

Manufacturer narrative:
The device will not be returned to the MFR for evaluation.